Event description:
The manufacturer representative reported impedances >2000 ohms and episodes of "freezing." The cause of the freezing episodes is unknown at this time. The patient was put on stalevo at the same time, the deep brain stimulation system was turned on. The physician has made adjustments to the patient's medications and reprogrammed the device. The patient's tone appears to be responding well with the assistance of the deep brain stimulation system; however, clinically the patient continues to be monitored.